Event description:
¿Voluntary report received (mw5116569) as patient stated I had a depuy attune knee replacement on (B)(6) 2021. There was extreme pain, swelling and instability from day one. My doctor only did x-rays but said it was just tissue damage. At the one-year mark, still having issues I was sent to another orthopedic dr. After scans and test he did a complete revision and said that the replacement did not glue into the bone and that it was defective. I had a depuy attune knee replacement that caused great pain, swelling and instability. The doctor insisted that it was ok but never did any more than x-ray. On (B)(6) 2023 I had a complete revision because the glue did not adhere to my bones. My new dr. Said it was defective and should have never been used. I am still recovering from that surgery."

Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. E3: the initial reporter information has been removed for confidentiality/privacy. The initial reporter is a patient. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.